Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: after sterilization output was too foggy to operate properly probable root cause: instructions for use design: optical train optimized for application (e.g. Arthroscope v laparoscope, etc.) Qc: 100% verification of optical performance in-process inspections manufacturing/service task instructions the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.text : 81.

Event description:
It was reported that there was foggy image.